Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, and was provided the following information. The physician reported that the pt expired three days after having undergone a hiatal hernia surgery and adhesiolysis. The procedures took four to five hours to complete. There was no significant bleeding reported during the procedure. The procedure was said to have been completed using the same set of equipment with no reported issues or complications. The user did not allege the thunderbeat to be the cause of the pt's outcome as there was no device malfunction reported during the use of the device. Both the ultrasonic generator and electrosurgical generator were used on subsequent procedures and there was no problem reported. The thunderbeat handpiece that was used during the procedure was said to have been discarded following the procedure. The user further reported that the exact cause of the pt's outcome could not be exactly determined at this time but the user indicated that is likely due to complications from septic shock. The user reported that an autopsy will be performed. Olympus requested a copy of the autopsy report from the user facility but with no result. The subject device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the generators are working appropriately. Both generators were tested with an olympus thunderbeat handpiece and no problem was found. The generators were also tested separately and still no problem found. This report being submitted as a medical device report.

Event description:
Olympus was informed that a pt died of septic shock three days after his operation. The user reportedly used a "cold" scissor for part of the surgery and thunderbeat for the other part. There was no monopolar energy used during the procedure. Cross reference MFR. Report number 8010047-2012-00267.